Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the hospital the previous week with a urinary tract infection. While admitted his lactate dehydrogenase (ldh) revealed elevated results over 1300 u/l and continued to be elevated. The patient was admitted and heparin drip administered. Ldh levels stabilized over the weekend. On 11/24/2014, the manufacturer received information via their device tracking system indicating that the patient underwent a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the intermacs registry stating: pump clot. Pump exchange. Additional information also indicated hemolysis and intravenous anticoagulation.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The reported event of elevated lactate dehydrogenase (ldh) was confirmed based on the evaluation of the returned lvad pump. The vad was returned assembled with the driveline cut approximately 4¿ from the pump housing and the reminder of the driveline was not returned. The outflow elbow was returned attached to the pump outlet port. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. Tissue-like thrombus formations were adhered surrounding the inlet bearing ball and cup; a distinct thrombus ring was present around each of the bearings. Both thrombus formations appeared to form in laminated layers and the inlet bearing cup thrombus showed evidence of denaturation, indicating that they likely developed on the bearings over an undetermined amount of time while the pump was in operation. Examination of the proximal-side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball. The deposition was not adhered, lacked lamination and did not appear to have originated in this location; however, its specific origins cannot be determined. The deposition showed areas of denaturation indicating that it was present during pump operation; however, a duration in which it was present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported elevated ldh. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. No further information is available. The manufacturer is closing its file on this event.